Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pain in his left leg (pain in extremity). Stiffness in the left leg (musculoskeletal stiffness). Could not walk (abasia). Baker's cyst (synovial cyst). Temporary knee pain (arthralgia). Case description: spontaneous report received on 17-mar-2008 from a consumer regarding a male patient, initials hr. The patient's relevant medical history included osteoarthritis of the knee and previous treatment with synvisc in 2007. The patient received injections of synvisc in his left knee two times in 2008 and did not return to the physician for the third injection. The patient received the first injection and had temporary knee pain that was mild and soon went away. The patient reported that he received his second injection during the afternoon the second day. By that evening, the patient was experiencing pain and stiffness in his left leg and could not walk. By two days later, the patient's symptoms had not subsided and he had his wife take him to the emergency room. The emergency room physician gave him a "pain shot" and told him he had a baker's cyst which a specialist would have to drain. The patient went to his orthopedic surgeon the next day, to have a cyst drained. The physician told the patient there was no cyst to drain. The patient reported that since the second synvisc injection he had to use a walker to get around, go to physical therapy, and still had pain. As of the date of receipt of this report, the patient had not yet recovered.

Manufacturer narrative:
The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.